Event description:
It was reported that during a roux-en-y procedure, the gun had been re-loaded and fired twice, on the third firing there was a loud crunch heard. The gun was opened and an incomplete staple line was observed. The scrub nurse did not realize anything was wrong until she began to remove the cartridge. Once she realized there had been an incomplete firing she placed the cartridge back in the gun. The gun in question was then put to one side and another one was opened. There were no adverse consequences for the patient.

Event description:
Patient presented to outpatient oncology department for her chemotherapy appointment. Oncology rn was attempting to place a 22 gauge IV catheter but could not get it to thread appropriately. Reports she initially had a nice flash however when attempting to advance the IV catheter it would not advance. Rn removed the needle system from the patient and noticed the plastic catheter (which encases the needle) appeared to be split into a "y" shape. The metal guide was still out and the plastic catheter was off to the side forming the "y". It appears the needle may have punctured through the plastic catheter making it impossible for the catheter to thread appropriately. Patient did complain of pain initially during this insertion but the pain subsided after the needle was removed. Rn sequestered the needle and catheter and was able to successfully place another IV to administer the patients chemotherapy.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): trigger post the analysis results found that the ats45 device was received with the handles opened. The device was returned with a reload loaded in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The firing mechanism was noted to be damaged. No functional test was performed. The device was disassembled to verify the condition of the internal components and the trigger post was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).